Event description:
We have received numerous calls from the floor because of an inability to communicate through the nurse call handset. Our biomed department has opened up the handset and discovered that one of the circuit board components has pulled apart from its body, causing a bad connection. Faulty units can be identified if there is a rattling noise when the handset is moved. The manufacturer has been contacted. Units are being sent back to the manufacturer for replacement or repairs.